Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and the patient started to actively bleed. The doctor packed the area to stop the bleeding. The procedure was aborted and the patient was admitted into the intensive care unit (ICU). The patient was discharged on (B)(6) 2016 and is "doing well".